Event description:
Scissor protector, intuitive tip cover accessory, began to split shortly after the beginning of use. Complete cover removed from scissor, saved and replaced with new cover. Scissor protector began to split apart; it could have harmed the patient if it had successfully broken apart and portions had been retained. Device is non-radiopaque and potential for being retained is high and may create pt harm.